Event description:
Pt was anesthetized on full cardiopulmonary bypass for CABG surgery. Perfusionist on low flows (500 ml), was told by surgeon to go to full flows. The perfusionist turned rheostat up and surgeon noticed that the aorta was flat and informed perfusionist. Perfusionist noticed the pump off light was illuminated. It is unclear how pump was inadvertently turned off. When the pump was turned on, the surgeon observed air in the aortic cannula. Emergency resuscitation measures were taken, including steep trendelenburg, solumedrol and cannulation of svc and retrograde brain perrusion for 5 mins during hypothermia. The CABG procedure was performed after the above measures completed.